Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired while in the hospital. The pt had on-going issues with hemolysis. The info provided indicated that the pt was scheduled for a pump exchange that day and was found disconnected from pump the morning of pump exchange. No other info has been provided at this time.

Manufacturer narrative:
A full analysis of the device could not be conducted and a root cause for the reported event could not conclusively be determined as the pump was disposed of by the hospital and an autopsy was reportedly not performed. Although a correlation between the pump and the reported event could not conclusively be determined, the device¿s approved labeling outlines system controller warning lights and sounds, the proper actions associated with them, as well as warnings that disconnecting the percutaneous lead will cause the pump to stop. The device¿s approved labeling also lists hemolysis and death as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Based on the info provided to the MFR, an autopsy will not be performed and the device will not be returned. No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.